Manufacturer narrative:
It has been learned though follow-up with the healthcare provider that the explant was not due to a malfunction of the device. This event was reported in error.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was explanted at implant due to unknown reasons.

Event description:
This event was reported in error. Through follow-up with the healthcare provider it was learned that the explant was due to abnormal shape of tricuspid annulus related to the patient's congenital heart condition, not suitable for ring annuloplasty.